Manufacturer narrative:
H3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cervical fusion procedure. It was reported that they experienced a geometry error of above 2.5 millimeters (mm) and the field representative (rep) was suspecting a bent post. The rep stated when they removed the sphere from the suspected bent post, the instrument was able to verify, but when the sphere was added, the geometry error would not allow for verification. The rep stated the instrument was old and not within 90 day warranty period. No known impact to patient outcome. There was no surgical delay.